Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was not inserted correctly into the infusion site and the adhesive pad was not secure. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 25 mmol/l (450 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. It was noted that the cannula was not inserted correctly into the infusion site and the adhesive pad was not secure. Hyperglycemia treated with a new pod and manual injection.